Event description:
On (B)(6) 2014, the reporter contacted animas, alleging two battery compartment cracks. It was reported the battery cap could not be properly secured to the pump, there were no power issues experienced, and there was no evidence of moisture ingress within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: two battery compartment cracks were discovered during investigation. A battery cap was not returned; a test battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.